Event description:
Customer's father called to report hospitalization due to high blood glucose. Customer was vomiting and shortness of breath. The paramedics were called to transport customer to hospital. Customer's blood glucose reading at the time of the event was 570 mg/dl. Diagnosed diabetic ketoacidosis. Customer was treated with IV drip. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.